Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic laser console display exhibited an issue intermittently. The details of procedure and patient impact have not been provided. Additional information has been requested, but is not available at the time of this report.

Manufacturer narrative:
Additional information provided in the section d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported issue. Both the nonconforming cabling and front panel were replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no relevant complaints found, as part of this investigation. The root cause of the reported event is attributed to nonconforming cabling and front panel. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that before the vitrectomy surgery the reported event was reported. The surgery was completed on the same day with alternative product without any patient impact.

Manufacturer narrative:
Additional information provided in section b.3, b.5 and h.6. The manufacturer internal reference number is: (B)(4).